Event description:
Event verbatim [preferred term] causes blisters and burns [burns second degree] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(4) page. Patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "go beyond relief and get pain is more like it, your products causes blisters and burns even when used correctly." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the event burn blisters as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event burn blisters as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Causes blisters and burns [burns second degree], , narrative: this is a spontaneous report from a pfizer-sponsored program, thermacare facebook page. A contactable consumer reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap) (device lot number not reported) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "go beyond relief and get pain is more like it, your products causes blisters and burns even when used correctly." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received follow-up (01jun2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event burn blisters as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received.